Event description:
Originally reported to idtf, pt self tester reports: protime system inr result: 2.6. Sysmex ca500 inr result: 3.6. Pt therapeutic range: 2.0-3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR eval pending product return.